Event description:
The intellamap orion catheter was selected for use during the ablation procedure to treat paroxysmal atrial fibrillation. It was reported that after opening the catheter, a irrigation tubing was attached to the side port and infusion was started, but saline leaked out from the deployment slider of the catheter handle and could not be flushed. Therefore, the catheter was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
The returned intellamap orion catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Per all inspections no damages were observed on the returned device.

Event description:
The intellamap orion catheter was selected for use during the ablation procedure to treat paroxysmal atrial fibrillation. It was reported that after opening the catheter, a irrigation tubing was attached to the side port and infusion was started, but saline leaked out from the deployment slider of the catheter handle and could not be flushed. Therefore, the catheter was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device has been returned for analysis.